Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported tip breakage. Event description: the interventional radiology department at (B)(6) hospital reported an incident involving a 10 ml ll syringe, reference 305959, batch 2504098. ¿when the doctor attempted to inject iodine into the patient, the tip of the syringe broke and the plunger bent.¿ the defective medical device was retained. Additional information: the user did not suffer any damage, the incident happened on (B)(6) 2025. The syringe was used, and it was during this use that the incident occurred. It was used to inject iodine.

Event description:
No additional information.

Manufacturer narrative:
Pr 12762747 follow up MDR for device evaluation/correction: correction: annex a code updated to better reflect damage. Device evaluation: one sample was provided to our quality team for investigation. Upon visual inspection, the plunger stem is observed to be damaged and the cone (tip) of the syringe is broken off, verifying the reported concern. A detailed review of the device history record (DHR) for reference (B)(4), batch 2504098, was performed. During this review, it was noted an open quality notification existed, related to increased inspection measures due to previously reported stem damage this required increased inspections, doubling the frequency of self-checks to detect any process deviations and impacted products. Six retained samples of the reported lot were used for additional evaluation. All product was inspected and no related damage or other defects was identified within any of the products. Based on the investigation, the stem damage was linked to multiple points within the assembly machine. The cone breakage likely occurred during assembly due to additional stress caused by the damaged stem. A project was implemented to prevent any reoccurrence, including process adjustments, enhanced controls, and equipment modifications such as improved component positioning. The reported lot was manufactured prior to these improvements. Complaints for this device and the reported condition will continue to be monitored by our quality team for any emerging trends.